Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information notes that the patient has deceased. There is no allegation from a health care professional that suggest that the death was device related.

Manufacturer narrative:
Only a partial lead was returned. Due to the returned condition of the lead, a complete electrical analysis could not be performed.

Event description:
It was reported that the right ventricular lead exhibited a high capture threshold of 3.3 v, 0.5 ms.